Manufacturer narrative:
Qn#(B)(4). Method code corrected to '4114'. Method code 4102 added.

Event description:
The customer reported the patient was intubated and when placed on the ventilator "noticed low mv and low vt alarm activated". There was an audible noise from an ett leak and when volume was added to the cuff pilot the leak persisted. The patient was re-intubated without incident. There was no patient injury and the patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned for evaluation; therefore, one sample was retrieved from current production at the manufacturing facility for simulation purposes. The cuff was inflated to 25mbar with a calibrated endotest. The cuff was able to maintain pressure. The sample was then immersed in water to undergo a leak test. No bubbles were observed flowing out from the cuff under water. There is 100% inflation and deflation testing during manufacturing; therefore, any defects would be detected prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reported the patient was intubated and when placed on the ventilator "noticed low mv and low vt alarm activated". There was an audible noise from an ett leak and when volume was added to the cuff pilot the leak persisted. The patient was re-intubated without incident. There was no patient injury and the patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the patient was intubated and when placed on the ventilator "noticed low mv and low vt alarm activated". There was an audible noise from an ett leak and when volume was added to the cuff pilot the leak persisted. The patient was re-intubated without incident. There was no patient injury and the patient's condition was reported as "fine".